Event description:
Medtronic rep called in from the site to report the surgeon was inaccurate by 4-5 mm while navigating with the stealthstation s7 system. Surgeon discontinued using navigation. Surgery completed with no impact to pt's outcome reported.

Manufacturer narrative:
Medtronic rep checked out system and tested with o-arm. No issues regarding inaccuracies were found. Inaccuracies were due to perc pin movement. No impact on pt outcome reported.